Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 187 mg/dl. Customer had low battery alarm on pump so changed the battery and the pump didn't come back on. Customer tried a few batteries and nothing has happened. Currently the screen is blank. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The insulin pump will not be returned for analysis.